Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was giving an error 5 message. Per the onetouch ultra user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began at approximately 9:50am on the same day she contacted lfs for assistance. She informed the cca that she manages her diabetes with insulin (unknown type/dose) and is a self adjuster. She reported that she did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed approximately 10 minutes after the alleged issue occurred, she was feeling "shaky" and despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient was not using the subject meter for the first time. She was using the correct test strips but the blood sample wasn't completely filling the strip. The cca assisted the patient with retesting and the meter worked. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed. The retain test also passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.